Event description:
It was reported that there are horizontal and vertical lines on the display. The parameters are not properly visible. Also, the handheld lock is broken. Additional information received indicated that the unit was able to engage in monitoring activities. The values were not fully visible. The lines does obstruct the readings. No patient incident reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on, but the display had multiple lines across the screen. The lcd was replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over one (1) year with no previous reported issues prior to the reported event. No patient incident reported.